Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unknown date in (B)(6). (B)(4). The device was manufactured between november 2, 2013 and november 4, 2013. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction during use with an intermate filled with a non-baxter antibiotic. The allergic reaction was described as anaphylactic shock and circulatory collapse. This occurred after five minutes from the start of infusion. The patient was hospitalized for the event. At the time of the report, the patient was recovered.